Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the removal of the drainage catheter, the catheter snapped and part of it was retained in the patient.